Event description:
The patient reported their neurostimulator fractured after over-exerting themselves during the healing phase. An explant procedure was performed on (B)(6) 2024 and a new neurostimulator was implanted.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. However, the patient performed excessive twisting, bending, or stretching during the healing phase which may have contributed to the fractured neurostimulator. The stimulator is used to treat pain. The cause of the fractured neurostimulator is due to excessive twisting or stretching as the patient over-exerted themselves during the healing phase (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.